Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Patient reported additionally vomiting, nausea and neurological symptoms for ¿ataxia and neuropathy¿, ¿dehydration¿, ¿viral infection¿, immune deficiency disorder¿, ¿breast implant illness¿, ¿has taken a huge toll on my emotional health¿, and ¿hair loss" which are not device related. Additionally "notified of recall". Healthcare professional additionally reported capsular contracture, baker grade IV. Patient representative additionally reported "plaintiff received allergan manufactured biocell textured implants as part of reconstructive surgery following a diagnosis of breast cancer. Plaintiff's biocell textured implants were later recalled. Plaintiff would not have had the recalled biocell product implanted had they known prior to surgery that the biocell textured implants increased risk of contracting bia-alcl, in addition to the costs associated with the future surgical removal of the implants and medical monitoring." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6.

Event description:
Patient reported additionally vomiting, nausea and neurological symptoms for ¿ataxia and neuropathy¿, ¿dehydration¿, ¿viral infection¿, immune deficiency disorder¿, ¿breast implant illness¿, ¿has taken a huge toll on my emotional health¿, and ¿hair loss" which are not device related. Additionally "notified of recall".

Manufacturer narrative:
Additional, corrected and/or changed data: h.3, h.6. Device evaluation: analysis of the returned device identified: opening on posterior, yellow particles in the shell and yellow biological tissue inner the shell. Leak test and microscopic analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Patient reported additionally vomiting, nausea and neurological symptoms for ¿ataxia and neuropathy¿, ¿dehydration¿, ¿viral infection¿, immune deficiency disorder¿, ¿breast implant illness¿, ¿has taken a huge toll on my emotional health¿, and ¿hair loss" which are not device related. Additionally "notified of recall". Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.